Event description:
It was reported that during a da vinci-assisted surgical procedure, the horizon small clip applier instrument would not move. The procedure was completed with no reported injury. Intuitive surgical, inc, (isi) made several follow-up attempts to obtain additional information. However, at the time of this report, no additional information has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The small clip applier instrument was analyzed and found to move unintuitively. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. However, the instrument¿s grip tips did not move intuitively; specifically, they did not follow the master tool manipulator (mtm) input commands smoothly. As a result of the imprecise motion of the grips, when the clip test was performed, the instrument failed. There was no damage to the wrist upon visual inspection. The root cause of the unintuitive motion was attributed to a cracked input disk. In addition, the fa investigation found hairline cracks on the grip input shaft of disk #7. The fa investigation confirmed the customer reported complaint of unintuitive motion as a secondary failure, which caused a functional clip test failure as the primary malfunction, indicating that the device did contribute to the customer reported issue. A review of the instrument logs for the 8mm small clip applier (part#: 470401-06 / serial#: (B)(4) associated with this event was performed. Per this review of the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. The probable root cause of cracked input disks is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed following cleaning with some enzymatic detergents. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause of a broken/cracked input shaft is attributed to damage during reprocessing. Leftover residual chemicals on the input disks can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in a broken instrument input shaft. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: failure analysis confirmed a failed clip test, due to imprecise motion of the grip tips. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This report is being submitted to add the field action reference.